Manufacturer narrative:
The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The signal being input and the signal being displayed did not match. The reported event is considered an event due to handling and not due to defective equipment. As stated on the troubleshooting guide: malfunction: no image. Cause: the button for switching input signals has been incorrectly set. Remedy: use the input button on the front panel to select an appropriate terminal. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
No device was returned for evaluation, however, during troubleshoot via telephone, the user facility determined that the there was no image because the incorrect signal/input was selected on the monitor. There is no device malfunction indicated. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During an unspecified event, the high definition monitor liquid display monitor reportedly has no image on it. No patient death or injury was reported.